Event description:
It was reported that during a lobectomy procedure, the first device locker and the second like device only partially fired. There waa 1 litre blood loss. Procedure was completed with hand-suturing. Surgery prolonged by 15 minutes.